Event description:
Rn put on a brand new n 95 mask at start of shift to take care of covid positive patient. After doing vitals and assessment, rn doffed ppe including n95 mask. When taking bottom strap off, the elastic bands snapped off. Rn threw out n95 mask. The next time this rn needed to go into the patient room, she grabbed a new n 95 mask. After two uses, the same thing happened where the elastic band snapped when taking off the mask.

Event description:
Rn put on a brand new n 95 mask at start of shift to take care of covid positive patient. After doing vitals and assessment, rn doffed ppe including n95 mask. When taking bottom strap off, the elastic bands snapped off. Rn threw out n95 mask. The next time this rn needed to go into the patient room, I grabbed a new n 95 mask. After two uses, the same thing happened where the elastic band snapped when taking off the mask.